Event description:
Event occurred in saudi arabia. It was reported that the patient faced hyperglycemia event on (B)(6) 2026. The hyperglycemia was treated by pump. The patient faced bleeding.

Manufacturer narrative:
E1:name medtronic minimed. Street 18000 devonshire street. City northridge. State ca. Zip code 91325. Based on the available information, this event is deemed to be a serious injury to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.